Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0444334v, implanted: (B)(6) 2004. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient¿s stimulator was still working but their doctor turned it off a year or two ago because it had become ineffective at the end. It was reviewed that explants were medical decisions. No further complications were reported/anticipated.

Event description:
It was reported that the patient had no stimulation sensation. The patient saw her physician two years ago and the device was still working, but she does not believe it was working now. The therapy helped a little, but not enough for the patient to have it replaced. Even though the patient did not think the device was working, her symptoms had not returned like they were prior to the implant.